Manufacturer narrative:
(B)(4). The disc has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
Macroscopic examination did not reveal any material or functional issue with respect to the implant. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a cervical disc replacement. An unknown time post-op, an osteophyte formed posterior to the implant. Per the health care professional, the osteophyte is not related to the disc. There was no implant/ bone interface failure. The patient underwent a revision surgery approximately three years post-op to remove the artificial disc and fuse the level.